Event description:
Event description cpi received information that during a routine follow-up appointment, the implantable cardioverter defibrillator (ICD) could not be interrogated and no tones were obtained with a magnet application.